Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that various biomet bone cement were found where the inside sterile cover was found to be in an open condition. The outer box and the unsterile pack was in good condition and untampered with, only the inside sterile packaging was opened. There were no adverse patient events and delay of surgery reported.

Event description:
It has been reported that various biomet bone cement were found where the inside sterile cover was found to be in an open condition. The outer box and the unsterile pack was in good condition and untampered with, only the inside sterile packaging was opened. There were no adverse patient events and delay of surgery reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was confirmed based on the received photos. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the most probable root cause is a packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.